Event description:
Rn hung new IV bag of insulin at 0130. Set the alaris pump at 8cc/hr. Rn checked at 0147, no apparent problems and pt's bs was 142. At 0300, rn found bag empty. No wet spot on floor or bedding. Pump had not alarmed for "0" volume or air in line. Pump setting doubled checked and was correct. Pt's bs was 33 and required 1 amp of d50. Pt back to baseline very soon. Bs at 0328 =105. Bs at 0340 =72. Bs at 0400 =147.